Event description:
I had severe abdominal pain - had 5 hour surgery to removed lapband that had eroded through my stomach. Multiple abscesses had formed - peritonitis, pleural effusion. Spent 1 week in the hospital - 1 night in ICU - went home with drains, PICC line - am presently on oral antibiotics. I am sending this report in case this medical device failure had not been reported. These lapbands can be deadly.